Manufacturer narrative:
Product complaint # pc-(B)(4). Investigation summary no device associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review, was not possible because the required lot code(s) was not provided. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Concomitant medical products: dlt ts cer hd 12/14 40mm +8.5 hip femoral head; pinn lnr con +4 neut 40idx64od hip acetabular liner; unknown hip acetabular cup; unknown hip femoral stem.

Event description:
It was reported that the ts head disassociated from the trunnion. There was difficulty during initial impaction and they were unsure of the initial cold weld so they removed the liner and replaced it with an esc 40 x 64 and +8.5 40 ts head which reduced well as confirmed when they took films of it. Doi: (B)(6) 2018; dor: (B)(6) 2018; right hip.